Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that there is no visible damage. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon attempted to insert a cc4204bf single piece collamer lens and the lens stuck in the cartridge. No patient contact or injury. Surgery was completed with another lens. The cause of the lens being stuck in the cartridge was due to the lens being mis-loaded.